Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the doctor found the insulating layer was tied so tight by the end and was damaged. The lead was replaced. The patient was stable.

Manufacturer narrative:
The reported event of ¿insulating layer was tied so tight by the line and it was damaged¿ was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the outer insulation was cut consistent with procedural damage at the suture sleeve tie impression. The cause of the reported event was isolated to over tighten suture tie.